Event description:
It was reported that a patient underwent a pulmonary veins isolation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and char noted. The procedure was completed without patient consequence. Settings during the event include: power mode at 38 watts, temperature at 34 degrees. This complaint is reportable because char could potentially contribute to an adverse event.

Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. B) manufacturer's reference #: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference #: (B)(4) it was reported that a patient underwent a pulmonary veins isolation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and char was noted. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and char was found at the tip of the catheter. Electrical, temperature, generator and flow test were performed and system passed all specification. No malfunction of the device found. The device is working properly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Char complaint was confirmed; however, the device is working properly within specification.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under 510(k) p030031/ PMA # s053 as lot #: 17041725l was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference #: (B)(4).